Manufacturer narrative:
(B)(6).

Event description:
Allergan aesthetics received a report of a patient with recurring ph following liposuction after treatment. The patient was treated with coolsculpting to the lower abdomen on(B)(6) 2021 and the flanks on (B)(6) 2021 using the cooladvantage coolcore coutour and may have developed paradoxical hyperplasia (pah/ph) 10 months after treatment. Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional.

Event description:
Allergan aesthetics received a report of a patient with recurring ph following liposuction after treatment. The patient was treated with coolsculpting to the lower abdomen on 09-september-2021 and the flanks on 09-september-2021 using the cooladvantage coolcore coutour and may have developed paradoxical hyperplasia (pah/ph) 10 months after treatment. Diagnosed on 02-feburary-2022 and 18-february-2022 with paradoxical adipose hyperplasia (pah) by medical professional. Since the applicator was a cooladvantage coolcore coutour the recall information and narrative was added.

Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 8/25/2023. This supplemental contains correction information. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 11/2/2023. Clarification to b3 partial date of event: "3-4 months" after liposuction treatment was provided. Clarification to supplemental medwatch # 1, fields h7 and h9. Upon further review, a legacy device was not reported. This information may be disregarded.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks area on (B)(6) 2021 using the cooladvantage coolcore system applicators. Additional coolsculpting treatment dates were provided as follows: (B)(6) 2021, (B)(6) 2022 but treated areas and applicators were not provided. Corrective vaser liposuction surgery was performed on (B)(6) 2022. The patient developed a recurrence of paradoxical hyperplasia (ph) after corrective liposuction surgery.

Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient with recurring ph following liposuction after treatment. The patient was treated with coolsculpting to the lower abdomen on (B)(6) 2021 and the flanks on (B)(6) 2021 using the cooladvantage coolcore coutour and may have developed paradoxical hyperplasia (pah/ph) 10 months after treatment. Diagnosed on (B)(6) 2022 and (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional.